Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09061.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09061. It was reported the entire scs system was explanted on (B)(6) 2016. Reportedly, a replacement system will be implanted at a later date.

Event description:
Device 1 of 2: reference MFR report#1627487-2016-09061.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-09061. Follow-up identified two replacement leads were implanted during surgery on (B)(6) 2016. Effective therapy was achieved postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09061. It was reported the patient experienced ineffective stimulation approximately 2 months ago. Reportedly, during reprogramming high impedance measurements were noted on multiple lead contacts. Further reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action to address the issue.